Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the brachial artery. The occlusive, 40mm in length target lesion was located in the non tortuous, non calcified and 40mm in diameter arteriovenous (av) shunt a 4.0 x 20, 75cm mustang¿ balloon catheter was advanced to the lesion. An attempt was done to first inflate the balloon at 10 atmospheres however the balloon was unable to be inflated. The device was removed and it was found out that the balloon had ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor.  (B)(4).